Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Confirmed the needle strip thickness and width dimensions to be within specification. The failure mode could not be determined but the broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. Device history record review revealed nothing relevant to this event. The buckled needle strip condition is typically caused by the device skiving under thick or distorting, distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a right shoulder arthroscopy case, while the surgeon was fixing the cuff, the tip of the scorpion needle, ar-13995n, lot: 10126022 broke during the first passing of the suture within the thick rotator cuff tissue of the supraspinatus. The surgeon looked extensively on its undersurface and on the bursal side and was unable to locate the tip. He probed but felt that by digging further into the rotator cuff, he would actually potentially cause more damage than good and thus elected to leave the small 1mm tip within the muscle.